Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon, consistent with a leak while in the anatomy. The balloon was loosely folded, consistent with being inflated. During functional testing, the balloon rupture was confirmed. An indeflator, filled with water, was used to pressurize the balloon below rated burst pressure (rbp) and fluid was observed leaking at a pinhole in the balloon 3 mm distal to the proximal shoulder. There was a 1 mm radial scratch extending from the pinhole. There was no other damage noted to the balloon catheter. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. In this case, it appears that the rupture occurred as a result of interaction with the previously placed xact stent, the radial scratch extending from the pinhole further confirms the interaction/mechanical damage to the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that would have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported rupture appears to be the result of interaction with the previously placed xact stent during post dilatation. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a carotid artery stenting procedure after placement of an xact stent, during post-dilatation with a viatrac balloon, the balloon ruptured at 14 atmospheres (atm). A second viatrac was used successfully. There was no adverse patient sequela reported. Though requested, there was no additional information provided.